Event description:
Study no: (B)(6). Subject ID: (B)(6). Study no: (B)(6). Subject ID: (B)(6). Event details: event date: un oct 2024. Alert date: (B)(6) 2025. Event occurred: country of event: united states. Operative location: lumbar. Procedure: mis. Date of procedure: (B)(6) 2024. Levels treated: l2-l3: yes, l3-l4: no, l4-l5: no, l5-s1:no, event description: graft subsidence- lumbar. Additional event details: adverse event term: graft subsidence- lumbar is this a worsening of an existing event? No severity: moderate. Is the adverse event serious? No. Admission date: blank. Discharge date: blank. Relationship to study device: possible. Relationship to primary study procedure: possible. Outcome: recovered/resolved. End date: (B)(6) 2024. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: no intervention/treatment (mark 'none/observation' or all that apply.) None/observation: no diagnostic intervention: yes. Specify: fluoro myelogram spinal canal w/lp on (B)(6) 2024 rehabilitation (e.g. Pt/ot): no injected medication: yes. Specify: per note: chronic pain provider gave him some trigger point injections which helped some. Aspiration: no. Oral/topical medication: no. Other non-surgical treatment: yes. Specify: per telephone encounter on 07-nov-20204: spinal cord stimulator was turned off surgical intervention not for the study spine segment: no surgical intervention for the study spine segment: no. Product details: level: l2-l3. Cage product code: lui71460. Fibergraft product used: blank. Pedicle screws and rods: other. Pedicle screws and rods, other specify: scw bn 5.2mm 36mm spn 187155036 plate used: conduit(tm) lateral switch plate. Updated: adverse event term: value "graft subsidence" has been changed to "graft subsidence- lumbar". Updated: clinical adverse events received for graft subsidence- lumbar. Depuy synthes products used: catalog number: lui71460. Lot number: e20la0197. Component type: cage. Description: eit llif, h 14mm, 16°, 60/22. Catalog number: 187155036. Lot number: no information provided. Component type: pedicle screws and rods. Description: scw bn 5.2mm 36mm spn. Catalog number: no information provided. Lot number: no information provided. Component type: plate. Description: conduit(tm) lateral switch plate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.